Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the serial and lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the t27 driver shaft tip broke off while inserting a 9.0mm x 55mm screw in the pelvis. This was a revision of a previously placed construct. A 8.0mm x 55mm screw was removed and the trialtis 9.0mm x 55mm screw was inserted in the same trajectory. When the screw was in 75% of the way, the tip of the driver shaft broke off. The screw was left in at this point and the construct was completed without any additional incidents. There was surgical delay of 5 mins. The screw was left proud and attached a connector to complete the construct. No patient status/ outcome / consequences occurred. This report is for one (1) screwdriver, t27 nav cann. This is report 1 of 1 for complaint (B)(4).